Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70, serial #: (B)(4) description: linear 3-4 lead, 70cm.